Event description:
The customer reported an unknown volume of clear fluid leaked from a coulter lh 750 hematology analyzer while running patient samples. No error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/28/2015. The fse confirmed a leak from tubing through pinch valve vl-4b. The fse replaced the tubing, resolving the leak. The repairs were verified per established service procedures. (B)(6).